Event description:
Pt is a brittle diabetic who has to be constantly watched. Insulin is administered on a sliding scale. The pt's normal blood glucose (bg) varies. In 2002 in the am, bg was approx. 300mg/dl. The next day at 6:30 am bg was 80 mg/dl and in the evening it was 192 mg/dl. The next day the following took place: 8:00 am pt fed a dietary shake 12:00 pm pt fed a dietary shake 4:30 pm pt's showing signs of hypoglycemia (unresponsive, pale). Bg was 114 mg/dl 4:45 pm ambulance called 5:00 pm pt arrived at hosp. Bg was 42 mg/dl (venous puncture). No medication or insulin was administered during the day. The nursing home does not have a report from the ER. The nursing home does not have a report from the ER. The nursing home does not know if there was any intervention at the hosp.